Event description:
During follow-up, increased pacing impedance and capture threshold were observed on the right ventricular (rv) lead. The event was resolved by deactivating the implanted system and implanting a subcutaneous ICD system. The patient was in stable condition.